Event description:
A medsun report was received indicating "vascular access consulted for leaking under dressing. Arrived and appeared catheter was broken at plastic portion of hub leaking blood and lipids. Peripherally inserted central catheter (PICC) was placed on [date redacted], appears this was a catheter malfunction and faulty product. PICC was rewired at bedside to save site." Additional information indicated 1.9 fr catheter appears to be cracked at the hub as mentioned causing fluid to leak. Exact packaging of PICC line is unavailable to identify lot number of the cracked PICC line. Exact lot number of defective PICC line could not be identified as bedside blue card with information was removed and PICC line packing was not saved. This is the lot number of a 1.9 fr argon PICC line stocked in our line carts. There was no patient harm.

Manufacturer narrative:
The sample has not been returned to the manufacturer for evaluation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
Corrected information provided in d.4. And h.10. Additional information provided in h.6. And h.11. A review of the DHR and inspection records was conducted, and no similar concerns were found. There were no similar complaints found in the lot. After three notifications, there has been no sample returned for review. Additionally, there has been no visual evidence provided to support the reported issue. Without such evidence, this complaint could not be confirmed. After three notifications, there has been no sample returned for review. Additionally, there has been no visual evidence provided to support the reported issue. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample or visual evidence is provided at a future date, this complaint may be reopened for further evaluation at that time.